Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the guide wire was used for placement of a zenith device (B)(4) and one week after the procedure the patient presented with infected aorta. The wire guide was not returned to assist the investigation and without the actual complaint device based on the very limited information only, it would be inappropriate to speculate at what may or may not have caused the ¿infected aorta¿ one week after the procedure, in which the wire guide was used. There are adequate controls in place to ensure that this type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as lunderquist wire guides. Occupation: unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: complaint for lunderquist wire is opened related to ((B)(4), manufacturer ref# 3002808486-2021-01835). One week subsequent to case, patient presented with infected aorta. Micropuncture, 260cm lunderquist wire, ivus (intravascular ultrasound) was used during the procedure. Patient outcome: successful case and outcome.